Manufacturer narrative:
The urea reagent lot number and expiration date were not provided. The customer was also having issues with qc results. The customer noted the gear head pump pressure was low. The field service engineer (fse) adjusted the reagent and sample probes, cleaned and adjusted the ultrasonic mixers, cleaned the rinse stations, increased the gear head pump pressure, and checked various instrument parts. Instrument performance testing was acceptable. Qc was performed with acceptable results. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for urea on a cobas 8000 c (701) module. The initial result was 0.8 mmol/l. The repeat result was 8.4 mmol/l.